Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The carter and occluder flap were replaced to solve the reported issue. The unit was cleaned, regreased and positively tested. After that it was returned to its regular service. The most likely root cause of the reported event was a contamination of the occluder flap.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device was requested back to the manufacturer site for investigation. Results revealed that the clamp did not move when the settings on the panel were changed. The fault was traced back to lack of grease on the guide screw. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) was not working during priming. There was no patient involvement.